Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that results after hyperopic refractive treatment are not satisfactory. Unexpected result was noted one day post-operatively. Patient was treated to be mono vision in the left eye to end myopic. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received states the patient is living outside of the country and was not seen for the three month post operative visit by the surgeon.